Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please describe troubleshooting steps taken to open the device. How many times was the manual override lever ratcheted? How was the device eventually removed from the tissue? How was the procedure completed? What is the current patient status?

Event description:
It was reported that the jaw could not open. During the endoscopic distal radical gastrectomy, after fired with ecr60b, could not open the jaw. Manual override lever did not work, felt it was loose. Changed endoscopic to open surgery, used new ec60 to complete the surgery. The patient left from the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/7/2018. Additional analysis: the fracture surface on a ec60 closure trigger was examined using optical microscopy. The fracture surface appears typical for a glass filled nylon which was fractured in an overload condition.

Manufacturer narrative:
Product complaint # (B)(4). Batch number # n55r43. Investigation summary: the ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60b cartridge reload loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and received: please describe troubleshooting steps taken to open the device. How many times was the manual override lever ratcheted? Don't know, the customer said, the lever was loose. How was the device eventually removed from the tissue? Used new ec60 to cut the tissue. How was the procedure completed?used new ec60 what is the current patient status? Stable and left from hospital